Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided - the universal cord was sticky was likely due to leftover from the medical tape used to secure the universal cord during clinical use. However, could not conclusively specify the root cause of the foreign material remained in the device. The connecting tube has coating peeling. (1mm2 or more) is likely due to some kind of physical stress. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had a sticky universal and a connecting tube coating peeling. (1mm2 or more). There were no reports of patient involvement.